Event description:
I used invisalign through my dentist to straighten one crooked tooth in the front. After I went through 13 transitional trays, I was switched to a permanent retainer. The permanent retainer gave me temporomandibular joint disorder almost immediately. The dentist tried cutting the backs of the retainer off to only be in the front of my teeth, but it did not help. I've had tmj ever since. Whenever I eat my jaw pops as I open my mouth to take a bite. The dentist told me there is nothing they can do about it. It is now a permanent disability that I feel every day.